Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room after receiving vibratory patient notification alert, an alert for high right ventricular pacing lead impedance was observed. The impedance was trending high since (B)(6) 2018. Lead was capped and replaced on (B)(6) 2019. Patient was stable.